Event description:
Doctor reported a break of the taper-tubing junction of the lap-band system's access port. The access port was removed and replaced.

Manufacturer narrative:
The access port was received with the access port connector partially broken and the type of connector has not been confirmed. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction."